Manufacturer narrative:
Block b5 has been corrected. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an epic biliary endoscopic stent was to be implanted in the common bile duct to treat malignant biliary stricture during a procedure performed on (B)(6) 2025. The patient's anatomy was tortuous (tight) and it was dilated prior to stent placement. During the procedure, the proximal part of the stent was not opened. It was noted that the stent was only 50% deployed and it was closed and removed. The procedure was completed with another stent of a different model. There were no patient complications reported due to this event.

Event description:
It was reported to boston scientific corporation that an epic biliary endoscopic stent was to be implanted in the common bile duct to treat malignant biliary stricture during a procedure performed on (B)(6) 2025. During the procedure, the proximal part of the stent was not opened. It was noted that the stent was only 50% deployed and it was closed and removed. The procedure was completed with another stent of a different model. There were no patient complications reported due to this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.